Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 09 nov 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm x 3.00mm, concentric, de novo target lesion containing >=90 degrees bend was located in the severely tortuous and moderately calcified mid right coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion despite pre-dilatation with semi compliant balloons. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A visual examination of the stent found that the stent was damaged on the 1st, 2nd and 5th proximal stent strut rows with stent struts pulled and lifted. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.